Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Separations were noted on the bladders of cylinder 1 and cylinder 2. These are sites of leakage. The separations have central groove, indicating contact with sharp instrumentation such as a needle. Based on examination, it was concluded that the observed separations in the cylinder bladders would have allowed the reported ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a leak in the system. A possible infection was also reported.

Event description:
According to the available information, the device was explanted and replaced due to a leak in the system. A possible infection was also reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.